Event description:
During an endoscopy procedure, a cook hercules 3 stage balloon esophageal was used. They had done 2 pyloric dilations with this balloon and were doing a 3rd dilation in the esophagus. They successfully inflated to 18 and then 19 mm. When they got up to 20 mm, the balloon popped. The patient started having tremors and seizing. A code team had to be called. When pulling the balloon out of the endoscope, the balloon detached inside the patient. They were able to retrieve the balloon easily and in 1 piece. They stopped the procedure a this point because of the patient's tremors and seizing. The patient was discharged the same day with no additional procedures. A section of the device did not remain inside the patient's body. Other than retrieving the detached balloon, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Our evaluation of the returned product confirmed the report. The balloon was separated from the catheter approximately 1 cm from the proximal balloon joint. An approximately 1 cm section of the balloon was still attached to the catheter at the proximal balloon joint. Due to the condition of the returned device the balloon could not be inflated. The tip was still attached to the balloon. There is evidence of adhesive where the tip was attached to the catheter. The proximal end of the balloon has been compressed. The distal end of the balloon is slightly expanded and not compressed. No part of the device is missing. A product-specific discrepancy that could have caused or contributor to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report the balloon was used to dilate the pylorus. The IFU state, "intended use: this device is used to endoscopically dilate strictures of the esophagus." A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricating agent. The IFU direct the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The IFU advice the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to overinflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.